Manufacturer narrative:
The probable root cause of unintuitive motion cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis of the wristed needle driver instrument found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site wristed needle driver was analyzed, and failure analysis could not reproduce nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, but the grips did not open and close properly. Failure analysis also found an additional observation not reported by site: the instrument was found to have a grip cable dislodged at the proximal end. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted malignant hysterectomy surgical procedure, the single-site wristed needle driver instrument did not move intuitively. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the wrist of a single-site wristed needle driver instrument moved in the opposite direction than intended. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. The instrument persistently moved to the opposite direction of the intended without shakiness or friction. No external collisions occurred. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and the drape would not be returned. The customer confirmed that no fragment fell inside of the patient and there was no patient injury as result of the event.